Manufacturer narrative:
Product event summary: the 10fcc13 of lot number 0012590002 was returned and analyzed. Visual inspection was performed. No anomaly was observed along the tip, shaft and handle area. The dilator was not returned with the sheath. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 180° in the primary direction and 90° in secondary direction. No anomalies were observed. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was ''sever leak'' failed the test (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was ''below press'' failed the test (should be between -0.3 and 0.3 psig). During inspection and pressure testing of the handle segment, a leak path was identified at the sideport tubing to the handle hub. In conclusion, the sheath failed the return product inspection due to a sideport tubing to hub bond leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when inserting the catheter into the sheath and removing air from the side port, the air was continually drawn. This did not occur when nothing was inside the sheath, but once the catheter was re-inserted and adjusted, the same issue persisted. Therefore, the sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.